Event description:
Customer has not been on pump therapy since (B)(6) and the paramedics were called out as he had a low due to manual injections. Blood glucose value at the time of admission was 32 mg/dl. Customer stated the significant events leading to the admission were glucagon shot because of the seizures. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.